Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high ferr4 tina-quant ferritin gen.2 result for one patient sample from the cobas e 801 module. The initial result was 256 ng/ml and the repeat result was 69.4 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 308327. The expiration date was requested but was not provided. Precision testing was performed with the sample and was acceptable.

Manufacturer narrative:
Reagent lot 308327 has an expiration date of 31-jul-2019. Calibration signals were within expected values. Qc recovery was within expected ranges. No reagent issue is evident. The investigation was unable to find a definitive root cause.